Event description:
It was reported that a homechoice device experienced an unspecified system error alarm. The patient was connected at the time of the alarm. The technical service representative had the patient review the alarm log but it did not show what alarm the patient had. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing and simulated therapy was performed and nothing was found that could have caused or contributed to the reported problem. The reported condition was not verified. Should additional relevant additional information become available, a supplemental report will be submitted.